Event description:
Belmont temperature sensor error. Suggested cleaning of sensors, removal of tubing and reinsertion. Tubing removed during mtp, sensors cleaned with alcohol wipes, tubing reinserted, but ultimately alarm repeatedly triggered and stopped transfusion. Belmont was able to run for brief periods between alarms, then would alarm again. Belmont was removed from service and was replaced by the or (operating room) belmont. Belmont received the medwatch #mw5112367 for this incident which stated that there is a suspicion of human error in this incident.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. Belmont temperature sensor error. Suggested cleaning of sensors, removal of tubing and reinsertion. Tubing removed during mtp, sensors cleaned with alcohol wipes, tubing reinserted, but ultimately alarm repeatedly triggered and stopped transfusion. Belmont was able to run for brief periods between alarms, then would alarm again. Belmont was removed from service and was replaced by the or (operating room) belmont. Belmont received medwatch #mw5112367 for this incident which stated that there is a suspicion of human error in this incident. There is no indication of any patient harm as a result of this incident. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists. There is no information available on the serial/part numbers of this device. Belmont reached out to the user facility on 10/17 and 10/31 to gather additional details on device but haven't received any response as of now. There is no information available on if the system was primed and if it was, what solution was used. The operator's manual consists of possible conditions and actions to be taken. Some of the possible conditions that could result into temperature sensor error are: windows on the disposable or ir sensor is wet or dirty, power module is not calibrated properly, power module malfunction or temperature probes are out of calibration. Belmont is working with the user facility to get the device involved in this incident returned for investigation. A clinical specialist (from belmont medical technologies) will be visiting the user facility to gather additional details on the event. Without results of the lusions can be drawn. A follow-up report will be submitted once the investigation is complete additional information becomes available.

Manufacturer narrative:
The device involved in the incident was sent to the on-site biomed and there were no findings. It was suspected that the reported incident was caused by human error. Follow up with the user by belmont clinical specialist indicated that proper cleaning procedures were not met. A possible cause of a system error 102 temperature error and air in line error include wet, dirty, or blocked temperature and air sensors.belmont's clinical specialist reached out to the user facility requesting the serial number of the device and gather additional details on the event but, no further details were provided to him. Belmont also offered retraining to the staff in order to demonstrate the proper use of device per our specifications but, the training was declined. No device malfunction could be verified. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.